Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre reader would not power on with button press or strip insertion. As a result, customer was unable to monitor glucose and experienced a loss of consciousness. The customer was able to regain consciousness on her own and self-treat by eating food. No third-party intervention was required. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the freestyle libre reader would not power on with button press or strip insertion. As a result, customer was unable to monitor glucose and experienced a loss of consciousness. The customer was able to regain consciousness on her own and self-treat by eating food. No third-party intervention was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader jqga130-g2122 has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not turn on with button, strip, or usb (universal serial bus) cable insertion. The returned reader was connected to a computer and the reader was not recognized. The reader was further investigated and de-cased. Battery voltage was measured to be within specification. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did not turn on when pressure was applied to the cpu. A known-good battery was placed in the returned reader and applied pressure to cpu; observed returned reader did not turn on. An extended investigation was also performed. The current flow was measured and only observed to function in one direction - indicating a non-functioning crystal (crystal y1). This is consistent with a faulty y1 crystal which will only oscillate when face down, therefore preventing the reader from turning on whilst facing upward. Reader passed built-in tests when in the face-down position. The crystal was replaced with a good-known crystal and the reader powered on. Therefore, this issue is confirmed due to faulty crystal y1. All pertinent information available to abbott diabetes care has been submitted.